Manufacturer narrative:
A ge rep evaluated the system and found that system needs the interconnect cable replaced. Checked tube for arcing and re-greased candlesticks. Adjusted workstation ps1 to 5.10vdc. Replaced the interconnect cable. Replaced the video controller pcb. Reseated circuit cards and connectors. System operates as intended.

Event description:
Customer reported that the image is chopped up and pixilated. No pt injury was reported.